Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not flow during infusion. A stopcock is connected directly to the solution set, resulting in occlusions of the infusions. Upstream of the stopcock is a syringe pump set and a syringe pump. The problem is resolved by adding a connector inbetween the stopcock and the solution set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, pressure, and clear passage testing were performed and the device operated within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.